Event description:
Information was received regarding a cadd legacy pump. It was reported that the device alarmed during the night. Patient was reportedly sick, dizzy and shaky. User switched to back up pump.